Event description:
It was reported that the delivery device screen flickers during use. There was unable to see anything on the display, therefore this procedure was not completed. The event occurred outside the patient, no patient complication.

Manufacturer narrative:
The rezum generator was returned to the sfmd for analysis and the reported image display artifact/distortion complaint was confirmed. The flickering display could not be duplicated during functional testing and there were no other fault conditions. As a precaution the display cables were replaced, the generator received all necessary upgrades and it passed full functional and electrical safety testing. There was a secondary finding of a broken left enclosure vent, and it was replaced. A secondary finding of damaged enclosure parts was due to normal usage wear. It can be concluded that the product operates as intended with no issues. The repairs performed were not related to the reported complaint. It was assigned a most probable cause of unintended use error caused or contributed to event. According to the device instructions for use (IFU) there is no evidence that the device was used in a manner inconsistent with the labelled indications as per rezum generator and rezum delivery device. The product investigation did not identify any potential product quality issue or any new patient harm. This investigation was assigned a most probable conclusion code of no problem detected.

Event description:
It was reported that the delivery device screen flickers during use. There was unable to see anything on the display, therefore this procedure was not completed. The event occurred outside the patient, no patient complication.